Event description:
The customer received a blood glucose reading of 384mg/dl on the contour meter, retested on a different meter and the readings were 170 and 174mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A new kit was sent to the customer.